Event description:
It was reported that the left ventricular lead lost capture at the highest output. It was noted that this was possibly related to the addition of amiodarone used to treat a new onset of atrial fibrillation. The lead was programmed off and amiodarone was discontinued. Later the lead was programmed back on and the event was considered to be resolved. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.